Event description:
A peritoneal dialysis (pd) patient a cycler was having an issue. There was physical damage to cycler due to patient falling the previous evening and caused the cycler to fall. She described the plastic casing around the display is broken and while the patient managed to but it back into place, the casing/ display moves when the cycler is moved. Damage was caused by accidental fall. Additionally, a not enough supply bags for total treatment msg occurred in step 3 of setup and occurred once in this setup. The hb selected during setup was 6l, the last bag option is set to no, the hb volume is 6l, and the sb(s) volume is 3l. It was confirmed that sb(s) cones were fully broken, sb(s) clamps were open, sb connections were were fully connected, sb(s) are hanging, and the sb line was not kinked. The tubing was not hanging behind cart handle as the handle is on the back side of the cart, and the patient was advised to remove sb(s) tubing from divider. After the representative provided information, the patient pressed next and moved forward in setup. The fresenius technical support representative advised to continue use of this cycler but replaced cycler due to physical damage. It was confirmed at least one full tx has been completed with this cycler, the patient will not perform capd/manuals, and the patient declined to perform capd for cycler still functions. There was no patient involvement, and no patient injury or illness. A phone call and written attempt has been made to gather additional information, but fresenius has not received any further details regarding the reported event.the cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed signs of physical damage due to top cover gasket not seated properly, touch screen misaligned;screen size 8, bezel damaged and damaged/ cracked top cover. There were visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane.touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code [2425] which reflects the transformer has [p155] insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was¿installed and the display became operational. Touch screen test passed.voltage verification check passed.patient sensor check test passed. System air leak test passed.valve actuation test passed. Teach pumps test passed.post-ast 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined.there were not discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.